Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital with loss of capture (loc). And high capture thresholds. Further testing was performed as well as reprogramming. A lead revision was performed and during the procedure, the helix was unable to be retracted, therefore, this lead was capped and surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.